Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open kidney transplant, while suturing during the ureter anastomosis, the needle detached from one end and the needle from the other end of the suture broke. Another suture from the same lot was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. A tactile and microscopic inspection of the sealed sutures was performed with no abnormalities. The visual inspection of the opened sample noted one suture and two needles. A needle was received broken at the swage site and the remaining one was detached. Upon microscopic inspection, instrument marks were observed near the break site and the swage of the needle detached. A needle attachment test was performed the sealed samples, and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end could cause bends or breaks, or damage the connection between the needle and suture. If information is provided in the future, a supplemental report will be issued.